Manufacturer narrative:
(B)(4). Device evaluation: the acrobat-I vacuum stabilizer was returned to the factory for evaluation. It showed signs of clinical use and evidence of blood. A visual inspection was performed. There were no observable defects on the device. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The knob was also evaluated for its ability to tighten the flexlink arm while locked on to the accessrail platform blade. The flexlink arm was not secured in position when the knob was turned clockwise. Based upon these findings, the reported complaint was confirmed. The root cause for the confirmed failure has been addressed in our fir/CAPA system.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer locking mechanism broke not allowing positioning arm to fixate over target area. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(6) 2016 10:11 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer locking mechanism broke not allowing positioning arm to fixate over target area. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.